Event description:
It was reported that suture placement using the prostar xl device was successful in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The prostar xl was deployed using a 10 fr sheath, which was upsized to a 20 fr. Sheath to perform the aaa procedure. The aaa procedure was completed, the prostar xl sutures tightened; however, bleeding was still observed. A cut down procedure was performed and hemostasis was achieved surgically. The patient did not experience any adverse sequela. However, the event resulted in approximately 30 minutes delay in the closure procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The prostar xl device is indicated for closing the common femoral artery access site of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. There was no reported information to indicate a device malfunction or manufacturing influence on the reported experience. It was reported the access site was upsized from 10 fr to 20 fr sheath. The prostar xl instructions for use (IFU) states: the prostar xl device is indicated for use in those patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The larger access could have been a factor in the reported experience of after tightening the sutures bleeding was still observed; but this cannot be confirmed. The report received indicates the vessel was moderately calcified. The IFU indicates: the safety and effectiveness of the prostar xl device system have not been established in patients with common femoral artery calcium, which is fluoroscopically visible. The evaluation could not definitely conclude manufacturing, user technique, or anatomical conditions had influence on the reported experience. It was determined that the most likely cause of the reported event is related to the operational context where the device was used, upsizing the access site after suture deployment. Review of the device history record and a query of the complaint handling database could not be performed because the device was not saved for evaluation and the lot number was not identified. However, based on the in-process inspections, lot acceptance testing, and no report of device malfunction, there is no indication of a product quality deficiency.